Event description:
It was reported that a patient underwent a panhysterectomy procedure on (B)(6) 2013 and suture was used on the vaginal stump with z-technique. When the surgeon tried to pull the needle out through the tissue, the suture easily detached from the needle. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.